Event description:
The account alleged that fluid had ingress into the side rail electronics. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.